Manufacturer narrative:
Customer reported that the surgiphor bottle cracked during use. No health consequences were reported. Photos provided suggests that the bottle may have cracked during its intended use. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) addendum: this supplemental MDR is submitted to document the result of investigation performed to analysis root cause. Based on the evaluation of the photos received, the definitive cause of the cracked bottle could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the surgiphor bottle leaked through the cap, as believed the user did not screw it on completely, however when squeezed, it cracked during use in surgery. No health consequences were reported.

Manufacturer narrative:
Customer reported that the surgiphor bottle cracked during use. No health consequences were reported. Photos provided suggests that the bottle may have cracked during its intended use. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the surgiphor bottle leaked through the cap, as believed the user did not screw it on completely, however when squeezed, it cracked during use in surgery. No health consequences were reported.